Event description:
During the procedure, some bleeding was seen around the introducer, and, at the end of the procedure, a lot of bleeding, kinked introducer and a fracture at the junction of the sheath/valve. To extract the tool, an incision was necessary to remove the two parts.